Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. There was a crack on the battery door otherwise no appearance of any physical damaged. Force sensor test error was found at power up process and unable to calibrate the force sensor at high standard. The root cause of the reported issue was found to be the force sensor cable partially came loose from plunger board. Actions were taken to mitigate the reported issue: reconnected the force sensor cable tightly into plunger board. Performed power up process and all functional testing which passed.

Event description:
It was reported that the pump system force sensor test failed. No patient injury was reported.